Event description:
Subsequently, additional information was received that this ra lead was successfully explanted. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). An x-ray was performed, which revealed ra dislodgement. A revision procedure wil take place in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was dried blood past the helix mechanism up though the lumen. This lead passed the continuity test with manipulation. The initial allegation of loc was not confirmed. Electrically, this lead was found to be within specification.